Manufacturer narrative:
The investigation into the limb ischemia issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the given clinical information, the root cause of the limb ischemia issue was patient condition related to small/ diseased vessels.

Event description:
The user facility reported a 44-year-old female whose left anterior descending artery shut down during diagnostic heart cath. Was implanted with an impella cp for support. The patient developed ischemia in the impella leg during support. A fem-fem bypass was subsequently performed to return blood flow to the leg. Patient support continued with the implanted pump following the intervention.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿